Event description:
It was reported by service report that the actuator power cord was severed with exposed bare wires and the scale was inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.